Manufacturer narrative:
The device was serviced on-site by a field service technician. A service history review, functional testing, and visual inspection were performed. The f-22 alarm was not identified during evaluation, however a f-38 alarm was found during functional testing. The cause of the condition was determined to be inoperative force sensing resistors. To correct the condition, the force sensing resistors were replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump had an f-22 alarm (malfunction in frequency converter circuitry for occlusion detection: p20 of master cpu remains). This occurred prior to use. There was no patient involvement. No additional information is available.